Event description:
It was reported that "in receiving instruments noticed the tip broke off."

Manufacturer narrative:
Additional information has been requested and if made available will be reported on a supplemental. Result will be provided on a supplemental following evaluation of the product.